Event description:
The valves were implanted in 2002. In 2003, the facility nurse contacted the manufacturer's (MFR) clinical specialist to request assistance with an episode of bleeding even after pockets were fully expressed. When the pt coughed, blood (appeared to be venous blood) was noted via the buttonhole. The pt also reported bleeding on sheets while sleeping. The staff had followed the troubleshooting guide recommendations to rule out leak. 2 days later a cathetergram was completed and reports that the device was leaking back through the ball bearings. As a result, the valve(s) were explanted 7 days later. On 8 days later, the MFR's representative faxed a written request to the facility's nurse requesting additional info regarding this pt/event. At this time it is unk if one (1) valve or both valves were explanted. The device(s) is being returned to the MFR. For analysis. No further details are available at this time.